Event description:
The pt underwent an interventional procedure. The cardiologist attempted arteriotomy closure using prostar xl 8 fr. Device. During needle deployment, one of the posterior needles did not present. With the aid of fluoroscopy, it was discovered that one of the needles had missed and was deployed in the subcutaneous tissue, parallel to the barrel. The cardiologist attempted to back the needles down. Three of the needles partially backed down, the missed needle remained in place. He then cut the barrel and removed the three needles, he slightly enlarged the dematotomy and removed the missed needle. The device was removed and a 10fr sheath was inserted. Closure was achieved with manual compression and femstop. The pt recovered without incident.